Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and no abnormality found on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error code occurred due to an electrical continuity failure occurred at electrical contacts on receptor of video system connected to the device, which caused the event. However, the root cause could not be identified. The event can be detected by following the instructions for use which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device malfunction occurred in the middle of a diagnostic inspection. There was a 15-minute delay, and the procedure was then completed using a therapeutic scope to dilate and a pediatric scope to complete the inspection.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchovideoscope displayed a b30 scope communication error message. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.